Manufacturer narrative:
Correction: the manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The serial number in the initial medwatch was reported as (B)(4), the serial number was updated to (B)(4). The date of manufacture was reported as june 19, 2015 in the initial medwatch, the date of manufacture is june 30, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned to the manufacturing site for further evaluation. Reliability engineering evaluated the device and observed that the electronic component (opto- coupler) inside the charger was out of order and the blue led light was flashing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty production and process error during manufacturing. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that the blue led light on the universal battery charger device was flashing during charging without charging. The event did not occur during surgery. There was no delay in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.